Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that five months after the dental implant was placed in ada site 3 of the patient's mouth, insufficient bone quality/quantity and mobility were noted. Patient presented with type IV bone. Primary stability and osseointegration had been obtained. The device will be forwarded to the manufacturer for investigation. There were no reported patient injuries or complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that five months after the dental implant was placed in ada site 3 of the patient's mouth, insufficient bone quality/quantity and mobility were noted. Patient presented with type IV bone. Primary stability and osseointegration had been obtained. The device will be forwarded to the manufacturer for investigation. There were no reported patient injuries or complications.